Manufacturer narrative:
Evaluation of the returned ruby coil revealed offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter, prior to advancement, the embolization coil may take shape within the hub of the microcatheter and damage such as offset coil winds near the embolization coil may occur. These offset coil winds likely contributed to the resistance experienced during the procedure while attempting to readvance the ruby coil into the microcatheter. During functional testing, the ruby coil was able to advance through its introducer sheath with resistance; however, unable to advance through the hub of a demonstration lantern due to the offset coil winds on its embolization coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up. 1. Section h. Additional narrative and/or corrected data. Evaluation of the returned ruby coil revealed offset coil winds near the proximal end of the embolization coil. This damage typically occurs as a result of advancing the embolization coil against resistance. Based on the reported event, this resistance occurred in the introducer sheath several minutes after the coil was re-sheathed. The root cause of the resistance experienced could not be determined. However, if the coil was not sufficiently rinsed upon removal from the patient prior to re-sheathing it may contribute to difficulty advancing the coil out of the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm sac using ruby coils and lantern delivery microcatheter (lantern). During the procedure, the physician placed multiple ruby coils in the target vessel using the lantern. While attempting to place another ruby coil, the hospital technician inserted a ruby coil into the lantern; however, the physician decided to reposition the microcatheter. Therefore, the ruby coil was re-sheathed and saved for later use. Approximately 15 minutes later, while attempting to advance the same ruby coil into the lantern, the physician experienced resistance and the ruby coil would not advance out of its introducer sheath. Therefore, the lantern and ruby coil was removed. The procedure was completed using additional ruby coils and a new lantern. It should be noted that there was no alleged deficiency or damage to the first lantern. There was no report of an adverse effect to the patient.